Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6), accepted v-p shunt on (B)(6) 2016 with 823832. Initial pressure was 90 mm h2o. No other anomalies were occurred during procedure. It was reported that symptom didn't change better during the week after procedure. Changed the pressure as 50 mm h2o but no obvious improvement. The surgeon did revision surgery and noted the catheter was broken on (B)(6) 2016. The broken piece was retrieved. Changed the new one to complete. Now the patient condition is stable.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: a cut in the silicone housing along the siphon guard was noted as well as 2 small marks in the siphon guard. No catheter was returned. The position of the cam when valve was received was at 50mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cut in the silicone housing. The valve was not reflux tested due to the damaged silicone housing. The siphon guard was not tested due to the damaged silicone housing. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot ctfb2g, conformed to the specifications when released to stock in 21st may 2015. The root cause to the tear/cut in the silicone housing is probably being due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832, with lot ctjcjw, conformed to the specifications when released to stock in 27th october 2015. If the sample is returned in the future, this complaint will be re-opened and evaluated completely. The root cause to a tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.